Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced heart rate (hr) in the 40's. The device was checked and noted whole system was pulled back. A device revision was performed. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.